Manufacturer narrative:
The 8f silicone hemo-cath was returned for evaluation. The device was shipped folded into a very small package, causing kinks in the lumen and extension tubing. Visual inspection revealed no obvious damage aside from the kinks. Functional testing of the device was performed by clamping the distal lumen with hemostats. The device was flushed through the arterial luer. After applying a great deal of pressure on the syringe, an elongated bubble was noted on the extension in the area of the kink. The venous luer was then flushed and, again, after applying a great deal of pressure a round bubble occurred in the location of the kink. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their review indicated the device was manufactured according to specification with no non-conformances or abnormalities. The device was implanted and functioned properly for almost 9 months prior to this event. Clamping repeatedly in the same location on the extension tubing may have weakened the tubing. The extension tubing may have been over pressurized causing the weaken extension to balloon. A root cause cannot be determined but is unlikely manufacture related. The instructions for use (IFU) contains the following warnings and precautions: *avoid clamping near the luer lock and hub of the catheter. Clamping of the tubing repeatedly in the same location may weaken tubing.

Event description:
There is an aneurysm at the extension. When increasing the pressure in the line. (Extension tubing ballooned).

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.